Event description:
It was reported to medtronic minimed that the customer experienced physical damage to the pump. The customer reported no adverse event. The event involved product(s) mmt-751nas. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-751nas was returned and product analysis will be done.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with multiple cracks on the case, damaged battery tube and detached end cap, unable to perform any testing including the displacement test due to detached end cap and p-cap locks properly into the reservoir compartment. Cracked case at the display window corners, cracked lcd window, cracked belt clip slot, broken battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.